Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and replace battery now alarm. Customer¿s blood glucose level was 150 mg/dl. Customer stated that the pump had battery now alert, changed battery, tried several battery, and now the pump will not turn back on. The customer was assisted with troubleshoot and customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment and spring was corroded. Troubleshoot was performed for replace battery now alarm. Customer received a low battery alert prior to the replace battery now alarm. Timing was less than 10 hours from the low battery alert to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit was received with blank display after battery insertion due to the connector not plugged in properly to the printed circuit board. Then it was properly connected to the printed circuit board. Unit passed sleep current measurement, active current measurement and self-test. The power management graph was in specification. No unexpected low battery alerts or replace battery now alarms/alerts noted during testing or in the pump history file. No unexpected battery power loss anomalies, low battery anomalies or change battery messages noted during testing. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.